Event description:
It was reported that the patient experienced weakness and was flushed. It was noted that the right atrial (ra) lead was observed with a high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.